Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 27, 2021. Significant evaluation has been conducted to determine the potential cause of the reported events. There has been multiple laboratory tests and evaluations. An exact cause of the plasma leakage could not be determined at this time. A CAPA is in progress to determine a root cause of this phenomenon and explore methods to reduce the occurrence of this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that during cardiopulmonary bypass, there was a plasma leak. It was a long procedure (364 minutes) with several changes between off and on pump and the perfusionist changed also during the procedure. It was planned to be a tavi procedure without ecc. The patient was in a very bad condition and had multiple co-morbidities. During the procedure the native circulation collapsed and it was decided to take the patient on bypass to give circulatory support. They tried to wean the patient several time without success. The procedure included several low flow phases and also intermittent time of internal circulation of the hlm. The performance of the oxygenator was not affected. The patient expired. It is still unknown whether there was a delay in the procedure, whether the product was changed out or whether there was blood loss as a result of the procedure. Terumo continues to attempt to gain more information regarding this event from the user facility. The surgery was completed successfully.